Manufacturer narrative:
Physio-control provided the distributor with technical assistance. Physio-control advised the distributor that the device is no longer under warranty and not field-serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The distributor confirmed that this device has been permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third-party distributor contacted physio-control to report that the customer's device was unable to power on. There was no patient use associated with the reported event.